Event description:
Reporting status: serious injury - hospitalization/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. It was reported that this was a pms case. In 2006, the 2.25x28mm pixel stent was implanted in the high lateral (hl) for the treatment of angina decubitus. Three months later, in-stent restenosis (isr) was confirmed, thus percutaneous coronary intervention (pci) was performed. Pt's condition at the f/u in 2007, confirmed no symptoms. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: prod per engineering reviewed the incident info. There was no prod quality issues related to the use of the pixel reported during the initial procedure, and a review of the device mfg records did not reveal any non-conformances noted during production. Restenosis is a know adverse effect of stenting procedures, and is listed in the device instructions for use. (IFU). This known pt effect is not necessarily an indication of a prod quality problem; however, in this case, a conclusive root cause for the restenosis cannot be determined.